Event description:
It was reported that during a thr procedure, offset reamer handle broke while surgeon was reaming the acetabulum. No impact or injury to patient. Nothing fell into incision. No delay to procedure. S&n backup used.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. These devices were manufactured in 2018. Without the actual product involved and/or product information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.